Manufacturer narrative:
The balloon catheter afapro28 with lot number 54292 was returned and analyzed. The mapping catheter was returned inserted in the balloon catheter. Smart chip verification showed that the catheter has been used for eight applications on the date of the event. The balloon catheter failed performance test due to system notice 50005 upon application of the vacuum. X-ray imaging showed the guide wire lumen is kinked and twisted. The pressure test showed a leak though the back end of the tuohy-borst as the tip of the catheter was obstructed by the damaged mapping catheter. Dissection also showed guide wire lumen breach. Further analysis showed a guide wire lumen breach, kink, and twist. In conclusion, the balloon catheter failed the returned product inspection due to a persistent system notice 50005 as result of guide wire lumen breach and kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.